Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient&#38112;wife contacted lifescan (lfs) USA, alleging that the patient's onetouch ultramini meter was reading inaccurately high. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated that she was unsure when the alleged issue began. She reported that the patient, is a type one diabetic, and manages his diabetes with self-adjusted insulin. The reporter stated that on (B)(6) 2016, the patient had a seizure related to low blood sugar; that the emergency services were contacted and that at this time, they did not compare the subject meter readings to another meter. The reporter stated that on (B)(6) 2016, at 10pm, the patient obtained a blood sugar reading (unknown result), and administered insulin. On (B)(6) 2016 at 2am., the reporter alleged the patient suffered a "diabetic seizure", which she reportedly treated by syringing some sugar water into the patient's mouth. Once the emergency services arrived they compared the subject meter to the emergency services meter. The reporter claimed that they obtained an inaccurately high blood glucose reading of "77 mg/dl" with the subject meter compared to "54 mg/dl" on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs' criteria for accuracy. During troubleshooting, it was established that the patient's meter was set to the correct unit of measure, and the sample was taken from an approved sample site. It was noted the strips being used for testing were not the correct strips for the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs' criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter. However, there is no evidence that the subject meter malfunctioned as the result was obtained from using incorrect test strips for the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.